Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited large erratic noise in the primary vector, which was being oversensed. Isometrics testing was performed in primary with 1 second of small noise observed. An x ray was obtained which did not produce anything wrong. Automatic setup was run again which chose the primary vector. Very fine noise in secondary vector was observed however, the patient's rhythm was coming through. The field representative would discuss the next steps with the physician. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent a revision procedure in which this electrode was explanted and replaced with a new one. Technical services (ts) noted the noise that had been observed was likely sense b noise and that the subcutaneous implantable cardioverter defibrillator (s-ICD) should be replaced as well. The physician opted to only replace the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited large erratic noise in the primary vector, which was being oversensed. Isometrics testing was performed in primary with 1 second of small noise observed. An x ray was obtained which did not produce anything wrong. Automatic setup was run again which chose the primary vector. Very fine noise in secondary vector was observed however, the patient's rhythm was coming through. The field representative would discuss the next steps with the physician. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent a revision procedure in which this electrode was explanted and replaced with a new one. Technical services (ts) noted the noise that had been observed was likely sense b noise and that the subcutaneous implantable cardioverter defibrillator (s-ICD) should be replaced as well. The physician opted to only replace the electrode. No additional adverse patient effects were reported.